Manufacturer narrative:
Product event summary: analysis confirmed the programmer displayed a grey screen; display found out of electrical specification. Analysis also found a cracked ECG (electrocardiogram) solder joint on the lem (link electronic module) printed circuit board assembly. The cooling fan was intermittent noisy and the power cord bay was damaged.

Manufacturer narrative:
Corrected information no eval explain. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the programmer displayed a grey screen and nothing else happened. The programmer was switched off and on numerous times but the issue remained. The programmer was returned for repair. No patient complications have been reported as a result of this event.